Event description:
The device was used a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.